Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "a white foreign matter was adhering to the inside of the tube."

Manufacturer narrative:
H.6. Investigation: bd received 2 samples and 3 photos from the customer in support of this complaint. A visual examination of the samples and photos were performed and revealed embedded foreign matter in the sidewall of the tube. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Based on an evaluation of severity it was determined that no corrective action is required at this time. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "a white foreign matter was adhering to the inside of the tube."